Event description:
It was reported that during an unknown procedure there was an issue with clip formation and the end of the device was bent. Manual suture ties were used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.